Event description:
Loop recorder implanted (B)(6) 2021 on the left chest wall. On (B)(6) 2021 interrogation of device showed significant artifact and CT of chest showed the recorder migrated to the left costophrenic sulcus in the thoracic cavity or in the extrapleural space. Thoracic surgery required to locate and remove.